Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-07320. It was reported the pt was unable to locate the ipg to recharge the device. A replacement charging system was sent to the pt, which did not resolve the issue. The pt reported she had lost weight and the ipg was in a shallow position. The pt has two scs systems, and it was undetermined which ipg was nonresponsive so both ipgs will be reported. It was reported surgical intervention was to be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.